Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of dissection, angina, myocardial infarction and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the 3.0x38 xience sierra stent was implanted in the mid left anterior descending coronary artery to treat in-stent restenosis. Several hours after the procedure ended, the patient was taken back to the catheterization lab due to chest pain and changes in the electrocardiogram. Angiogram found a complete occlusion of the 3.0x38 xience sierra with thrombus. The thrombus was treated with an aspiration catheter. After the thrombus was treated, a dissection was noted in the outlet of the stent. The dissection was treated with an additional drug eluting stent. Troponin levels were greater than 40.0 ng/ml, thus a myocardial infarction was diagnosed and thought to be due to the stent thrombus which was caused by the edge dissection. No additional information was received.